Event description:
It was reported that this implantable pacemaker was replaced due to possible premature battery depletion. The device was noted to be included in the high battery impedance advisory; therefore a replacement was requested by the physician as the estimated longevity remaining was less than four years. The device was replaced and no adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker was replaced due to possible premature battery depletion. The device was noted to be included in the high battery impedance advisory; therefore a replacement was requested by the physician as the estimated longevity remaining was less than four years. The device was replaced and no adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.